Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. (B)(4). Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article entitled, "the swedish knee arthroplasty register. A nation-wide study of 30,003 knees 1976-1992." In 1975, the (B)(4) orthopedic society initiated a prospective nation-wide study of knee arthroplasties. By (B)(4) 1993, 34,000 operations had been reported. The outcomes of 30,003 primary knee arthroplasties performed between 1976 and 1992 are reported here. The total number of prosthesis implanted for knee arthroplasties from 1983 to 1992 was 22,365. A total of 833 oxford knees were implanted from that total. There is no indication how many oxford knees were revised but out of the grand total, there was a total of 2236 knees revised. The multiple reasons for revision were: infection, loosening, mechanical, fracture, patellar, instability, progress, and other.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Knutson, kaj. ¿the swedish knee arthroplasty register.¿ acta orthop scand, vol. 65, no. 4, 1994, pp. 375¿386. (B)(4).

Event description:
Unknown number of knees required revision due to infection.